Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-00080. It was reported that the patient presented for implant. It was noted during implant, while approaching the bundle of his location that a stylet was stuck in the lead and the helix would not extend. The lead was exchanged but the stylet was stuck in the replaced lead and the lead would not extend. Both leads were replaced by a third lead, implanted without the use of the stylet at a different site. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. The reported events of helix would not extend and the stylet could not be insert were confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The lead was evaluated with the stylet and found an obstruction/restriction at the connector region. X-ray examination of the lead found severely overtorque of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported events were isolated to overtorque inner coils at the connector region and helix clogged with blood/tissue.

Manufacturer narrative:
The original awareness date should have been (B)(6) 2020 instead of (B)(6) 2020.